Manufacturer narrative:
Concomitant product: pedicle screw instrumentation, dbm (implant (B)(6) 2007). On (B)(6). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a pre-operative diagnosis of grade ii spondylolisthesis at l5-s1. The patient underwent the following procedures: bilateral laminectomy and fasciectomy l5-s1. Bilateral posterior lumbar interbody fusion with pedicle screw system. Bilateral lateral fusion with autograft bone, rhbmp-2/acs and dbm. Using dbm product autograft bone and rhbmp-2/acs the bony lateral fusion was carried out with tight packing with an impactor and a nice solid fusion mass was created bilaterally. Lateral fluoroscopy confirmed correct placement of instruments at l4 and l5. There were no apparent complications. It was also noted that an attempt at interbody fusion was not made due to the severe nature of the spondylolisthesis and high likelihood of graft extrusion. On (B)(6) 2007: the patient complained of light headedness and syncope. The doctor asked him to avoid diuretic compounds and to pay attention to volume replacement. On (B)(6) 2007: the patient wore a monitor for approximately four weeks. During that time, there were 40 transmissions for lightheadedness, dizziness. These showed sinus rhythm sinus arrhythmia and sinus tachycardia. No malignant dysrhythmias were noted. On (B)(6) 2008: the diagnostic radiology examination of the two views of lumbar spine of the patient demonstrated a grade ii anterolisthesis of l5 on s1. There was also irregularity of the inferior end plate of l5. There were scattered areas of calcification representing non solid bony fusion masses. The remaining vertebral bodies were normal throughout. Impression: grade ii anterolisthesis of l5 on s1. On (B)(6) 2008: the patient presented for follow-up with a history of cholecystectomy who presents for further evaluation of chest pain and syncope. Since his last visit, he had an event monitor which showed no significant arrhythmias. He had an echo which showed normal lv function. Stress echo showed no ischemia. He also was seen by arrhythmia consultants. They had him undergo a tilt table test that was unremarkable. He reports that he has had no further episodes of syncope and no chest pain. On (B)(6) 2008: the patient underwent a brain MRI due to headaches, disorientation and dizziness worsening recently. An evaluation for intracranial lesion or mass was conducted. Impression: some nasal septal deviation noted, but otherwise unremarkable brain MRI with no significant intracranial lesion or abnormal enhancement currently identified. On (B)(6) 2008: the patient underwent CT of the chest, abdomen, and pelvis due to chest pain, abdomen pain, and pelvic pain. Pain worse at bilateral flank region and back. Evaluation for mass at chest, abdomen, or pelvis and metastases were conducted. On (B)(6) 2008 : the diagnostic radiology examination conducted in comparison with (B)(6) 2008 examination revealed bilateral pedicle screws and interconnecting rods at l5-s1. Stable grade ii anterolisthesis of l5 on s1. The remainder of the lumbar vertebrae appears to be aligned. Significant intervertebral disc space narrowing on l5-s1 was noticed. Impression: posterior spinal fusion at l5-s1 with stable grade ii anterolisthesis of l5 on s1. On (B)(6) 2008: the patient came in for his follow-up and his x-rays confirm good alignment and osseus incorporation at the transverse processes bilaterally. Impression: stable fusion, osseus incorporation, and improvement in neurological symptoms. On (B)(6) 2008: the patient presented himself for follow-up during which the doctor placed him on 50 mcg of synthroid to see and bring his tsh down around 1. On (B)(6) 2008: the patient came in for his follow-up of chronic fatigue syndrome and general care. The patient was taking sertraline 50mg. The doctor continued his medication without any change. On (B)(6) 2008: the patient underwent a full flexible with rectal biopsy procedure due to his pre-operative diagnosis consisting of anemia and a family history of colon cancer. Findings: erythematous flat papillar areas of the rectum suggestive of mild colitis. Biopsies were taken and are pending. On (B)(6) 2008: the patient underwent a egd with biopsy procedure due to his upper abdominal and some dysphagia symptoms. On (B)(6) 2008: the patient underwent capsule endoscopy procedure due to iron deficiency, anemia and rlq pain. On (B)(6) 2008: the patient underwent x-rays of left ankle due to pain and swelling two days after twisting injury. Impression: extensive soft tissue injury. Avulsion fragment medial to the medial malleolus of uncertain acuity. On (B)(6) 2008: the patient came in for follow-up with history of iron deficiency anemia. Impression: possible crohn's disease of the small bowel. On (B)(6) 2008: the patient underwent pph stapled hemorrhoidectomy due to his pre-operative diagnosis of prolapsing and bleeding internal hemorrhoids. Diagnosis: closed stapled hemorrhoidal tissue: squamous and adjacent colonic glandular mucosa with underlying dilated and congested blood vessels consistent with hemorrhoids. On (B)(6) 2008: the patient presented himself for follow-up with left ankle pain. On (B)(6) 2008: the patient underwent a MRI of the left ankle due to suspected avulsion fracture distal. Impression: tendon sheath fluid medially and laterally which may be indicative of tenosynovitis. No other abnormality of significance is identified. On (B)(6) 2009: the patient presented himself for follow-up of his polyendocrine failure and possible crohn¿s. On (B)(6) 2009: the patient presented himself for the follow-up with an antibody test with pattern consistent with ibd, but more consistent with ulcerative colitis and crohn¿s. On (B)(6) 2009: the patient presented himself for the follow-up visit with generalized fatigue, iron-deficiency anemia and inflammatory bowel disease. Hypothyroidism and vitamin d deficiency. All things considered, he was doing fairly well. He was taking his pentasa and he was having his thyroid gradually adjusted by doctor. He was back up to 75 meg a day and his numbers are looking better. Doctor has him on pentasa a gram twice a day and his inflammatory bowel disease is quiescent. He does, however. Have a bit of a liver function abnormality on the current laboratory profile. On (B)(6) 2009: the patient presented with hypothyroid. Treatment status: on lt4 se mcg daily -3 weeks. Hypo symptoms: still reports fatigue - no improvement with lt4. Has occasional constipation. Denies cold sensitivity, hair loss and dry skin. Weight is up and down. He usually feels well when he wakes up, but he gets fatigued as the day goes on. He snores some per wife, no disordered breathing when sleeping levoxyl and pentasa were prescribed as medication by the doctor. Male hypogonadism: current symptoms: the patient¿s libido is normal, but he is so tired that he doesn't want to have intercourse. Denies impotence. No change in shaving pattern or loss of muscle mass. Androgel pump was prescribed as medication by the doctor. On (B)(6) 2009: the patient presented himself for the follow-up with history of possible small bowel crohn's disease. On (B)(6) 2009: the patient presented himself for the follow-up with history of small bowel erosions. He had positive antibody test for crohn¿s disease. On (B)(6) 2010: the patient complained of low back pain around kidneys ¿ no painful or frequent urination. The patient states that he does not feel the muscles. On (B)(6) 2010: the patient presented with hypothyroid. Hypo symptoms: weight has been fairly stable since last visit. He is still very fatigued, no improvement with the increased dose of lt4. Denies constipation, hair loss and dry skin. He tends to be cold natured. Hyper symptoms: denies palpitations, tremor, excessive sweating and heat sensitivity. On (B)(6) 2010: the patient underwent a mr of the lumbar spine before and after IV contrast due to new onset of low back pain and was compared to on (B)(6) 2007. Impression: stable anterolisthesis at l5-s1. Minimal enhancing scar but no significant compromise as a result. Foraminal narrowing at l5-s1 on the left was present previously. On (B)(6) 2010: the patient felt pain and a shift sensation in the back when he squatted to pick up the briefcase. It was reported that the patient had steroid into both si joints three weeks ago, which had made little improvement. The patient was having migraine headache three days ago and vomited. He also had sinus congestion and drainage. On (B)(6) 2011: the patient came in for the follow-up with complaints of dizziness and he felt like he was going to pass out. On (B)(6) 2011: the patient underwent a CT scan without contrast for paranasal sinuses. On (B)(6) 2011: the patient presented himself with angioedema on the inner sides of the mouth. The patient indicated that he had swelling on the interior sides of his mouth. Due to a possible allergic reaction to medication, doctor instructed that he suspend the use of his levoxyl (112mcg) for a short period of time to determine if any improvement would be realized. (The only other medication taken by the patient is pentasa, two 500 mg capsules by mouth twice daily). On (B)(6) 2011: the patient complained of swelling on both sides of the mouth, constant sinus drainage and headache at the back of the head. Impression: he has history of recent angioedema of the tongue and cheek mucosa. On (B)(6) 2011: the patient still continues to have swollen cheeks and feels congested from his nose down into the throat. On (B)(6) 2011: the patient underwent skin testing and had moderate reactions throughout. The patient was still concerned about the swelling in the mouth and throat. The patient was given atrovent for frequent rhinorrhea and postnasal drip. On (B)(6) 2011: the patient feels like he's had some improvement on the allergy shots with his allergy symptoms. His tongue and cheeks feel swollen on occasion but not as much as before. A trans nasal laryngoscopy was performed and prilosec 20mg a day was prescribed. On (B)(6) 2012: the patient came in for a recheck and was doing better with his reflux and says the prilosec had a made a big difference. On (B)(6) 2012: the patient came in for recheck and was doing fairly well. He feels like the shots have helped and currently does not need any antihistamine or other medication for his allergies. On (B)(6) 2012: the patient underwent a soft tissue neck CT with contrast to evaluate for neck mass and continued neck pain and tenderness. Impression: mild asymmetric, mucosal density at posterior left oropharynx at level of uvula. Direct visualization to further exclude a mucosal lesion rather than focal mucous at this site would be suggested. Mild mid to lower cervical spine degenerative change may be present but no other more significant adenopathy or mass is currently appreciated on CT. Incidental nasal septal deviation noted. On (B)(6) 2013: the patient stated that he can feel something in throat at the back of tongue and continued to have globus sensation. Impression: he has persistent laryngopharyngeal reflux with breakthrough symptoms. Nexium 40 mg a day was prescribed. On (B)(6) 2013: the patient presented himself for second week follow-up with back pain. The doctor prescribed dep medrol as medication.